Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
After an interventional procedure where bilateral arterial access was performed, a physician attempted an arteriotomy closure using the starclose device. Pseudoaneurysms occurred in both the right and left access sites after the closure. It is unknown how the pseudoaneurysms were treated. This medical device report is for the right arterial access.